Event description:
Information received with return of the explanted device notes that the patient experienced muscle stimulation. The device exhibited high thresholds and lead dislodgement. An attempt to reposition the lead was unsuccessful due to the helix not fully extending or retracting.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received